Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had very small iliac arteries and a tight distal aorta. It was reported that the bifurcated stent graft was placed and due to the tight aorta the contralateral side occluded, and the stent graft was pinched. A plug was put in the contralateral side and was converted to an aui. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: graft kink/occlusion. Very small iliac arteries and a tight distal aorta. Evaluation, conclusions: very small iliac arteries and a tight distal aorta.